Event description:
It was reported that the instrument was defective during a procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Visual inspection of the returned articular surface inserter had some minor scratches and general wear and tear indicating use but no major damage was observed. The device was functionally tested and found to hold the mating tibial component successfully. Measured dimensions were conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.